Manufacturer narrative:
Manufacturer's investigation conclusion: a direct relationship between the device and the reported event could not be determined. The hmii IFU lists stroke and hemolysis as adverse events that may be associated with the use of heartmate ii left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The approximate age of device: 1 year and 3 months. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the patient was admitted with slurred speech and left sided weakness. Patient was diagnosed with right middle cerebral artery territory ischemic stroke. On (B)(6) 2016 patient became weaker and a repeat head CT was done, which showed interval appearance of the infarct of the right cerebral artery circulation. This was determined to be a new cerebrovascular accident (cva). Lactate dehydrogenase (ldh) on admission 294 u/l, peaked at 617 u/l, unable to swallow and patient had percutaneous endoscopic gastrostomy (peg) tube placed. Patient was discharged to skilled nursing facility (snf) with inr goal still at 3-3.5. Patient has residual right upper extremity hemiparesis and right lower extremity weakness and expressive aphasia and dysphagia. No additional information was provided.